Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the system had stopped during surgery. Tse viewed system event logs but found no errors. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the system functionality was checked upon powering on the system. The system initially did not power on without errors. System did not shut down during procedure. On call rep was called, machine was turned off and on. The procedure completed robotically with its original configuration. Patient was 71 years old and male. Patient weighed 80.6 kg and white. Birthday was (B)(6) 1953.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Biomed stated system is in use and is not sure if issue occurred again. System svf and test drive will be performed later. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.